Event description:
It was reported that a hip labrum repair was going well. One tlf inserted and tied off well. After drilling a second hole, the anchor was inserted down a guide, seated in the hole and the inserter handle was struck with a mallet. Doctor noticed that the inserter handle was already at the back of the guide handle. The suture was uncleated, inserter and drill guide were removed. After checking inserter, it was noticed to be seated too short. When comparing it to the first successful inserter, it was shorter. At that point, it was clear that inserter handle had failed and the metal portion was running up the inside of the handle. The anchor was unusable and was not able to be removed. So the doctor shaved it down. On the following attempt to drill, a new hole the drill bit came off of the drill body. The tip was removed without incident.

Event description:
It was reported that a hip labrum repair was going well. One tlf inserted and tied off well. After drilling a second hole the anchor was inserted down a guide, seated in the hole and the inserter handle was struck with a mallet. Doctor noticed that the inserter handle was already at the back of the guide handle. The suture was uncleated, inserter and drill guide were removed. After checking inserter it was noticed to be seated too short. When comparing it to the first successful inserter it was shorter. At that point it was clear that inserter handle had failed and the metal portion was running up the inside of the handle. The anchor was unusable and was not able to be removed. So the doctor shaved it down. On the following attempt to drill a new hole the drill bit came off of the drill body. The tip was removed without incident.

Manufacturer narrative:
The product was not returned for investigation. The reported failure mode could not be confirmed. The device history record could not be reviewed since the lot number is unknown. Probable root cause(s) can be associated, but not limited to: inadequate system design (strength) and/or insertion technique (user error). Proper drilling technique including the use of within specification guide is critical to the use of the system and deviations from the instructions for use may increase the likelihood of drill breakage. For example, use of a damaged or bent guide, use of excessive force on the drill, and/or instability of the guide during drilling may all contribute to the observed failure. Therefore, based on the information available the most probable root cause is user related. In sum, the product was not returned for investigation and the reported failure mode could not be confirmed. The failure mode will be monitored for future reoccurrence.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.